Manufacturer narrative:
Although requested, the electronic files from the AED associated with this event has not been returned. The investigation remains open, and no root cause is known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
A customer reported that their AED did not turn on during an event. They also reported that the patient, who had a pacemaker, had a pulse but it is not known if he survived.